Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. The shaft was partially detached/separated at the collar. The ptfe is still attached between the collar and distal shaft, connecting them together. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-feb-2017. It was reported that the catheter failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the shaft was partially detached/separated at the collar.